Event description:
Revision of a mobile dual mobility (mdm) liner due to disassociation of the metal head with the polyethylene liner. Noticed radiologically after patient experienced pain and noise on mobility. A review by a clinical consultant identified an unknown exter stem malposition in excessive anteversion the most likely cause of the recurring dislocations.

Manufacturer narrative:
An event regarding dislocation involving an adm liner ((B)(4)) and metal head ((B)(4)) was reported. A review by a clinical consultant confirmed stem malposition. Method and results: -device evaluation and results:not performed as the device remains implanted. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: [...] The femoral head remains eccentric in the cup shell suggesting intraprosthetic dislocation as later confirmed by CT-scan and surgery. No CT-scan sections available.[...] [...] The initial exeter stem had a very low anteversion of some 3° prior to the first revision but the new exeter revision stem was placed in 25° of anteversion. This may be too much. The optimal stem anteversion should be around 15° of anteversion and consequently prior to revision the stem had 12° of missing anteversion but after revision there was 10° of excessive anteversion, almost as much as prior to revision but now in the other direction. The first mode did cause dislocations, the other quite likely as well. [...] [...] Device-related matters are not involved in this issue as also supported by the pristine appearance of the explanted devices and consequently the principal failure mode of this pi case remains procedure-related with regard to component position with possibly some additional patient-related risk factors about which no info is available. This pi case is not device-related.[...] -device history review: not performed as the exter stem lot details are unknown. -complaint history review: not performed as the exter stem lot details are unknown. Conclusions: a review by a clinical consultant concluded: - prior recurrent dislocation caused by too low stem anteversion was quite likely corrected with an ¿overshoot¿ in stem anteversion during the first revision maintaining hip instability but now the other way around. The use of a mdm liner system caused an intraprosthetic dislocation after a new dislocation requiring another revision surgery for treatment.

Event description:
Revision of a mobile dual mobility (mdm) liner due to disassociation of the metal head with the polyethylene liner. Noticed radiologically after patient experienced pain and noise on mobility. A review by a clinical consultant identified an unknown exter stem malposition in excessive anteversion the most likely cause of the recurring dislocations.